Event description:
It was reported the device exhibited an image loss. The issue occurred during an endoscopic procedure. The intended procedure was completed using a similar device. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue is unknown at this time. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the investigation results, the root cause could not be identified, as all inspection results indicate that all tests were passed. Olympus will continue to monitor field performance for this device.